Event description:
New information received indicated the patient's implantable cardioverter defibrillator was explanted and replaced without issue. The patient was stable throughout.

Manufacturer narrative:
Failure event observed during analysis. A battery performance alert was detected on (B)(6) 2021 premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator had a battery performance alert. Explant surgery was planned but had not yet occurred. The patient was stable.